Event description:
The manufacturer received information alleging a high temperature alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's air inlet path assembly will be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information a high temperature alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's air inlet path assembly will be replaced to address the issue. The inlet air path assembly was returned to the manufacturer's product investigation laboratory for investigation and it was confirmed the foam in the area of the blower inlet had pulled away from the adhesive. There was no evidence of loose foam particulates.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a bipap device's sound abatement foam and became degraded and caused the patient to have difficulty breathing and device lid will not stay shut, particles in tubing/chamber. The medical intervention that the patient received in response to the event is currently unknown. There was no report of serious patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.